Event description:
Caller reported an error with the continuous glucose monitor (cgm) marked as error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided steps for a complete pump reset and guided the caller through the process. After the reset, the cgm error did not reappear, and the caller was able to successfully start a new sensor session.